Event description:
This complaint was created from an email received by our legal department. The device as-ifs1, airseal ifs, 110v, was used during a robotic salpingo-oophorectomy on (B)(6) 2024. The reporter stated ¿in the course of inserting an intuitive surgical extra-long trocar, she nicked the vena cava on insertion, apparently resulting in the patient¿s death by exsanguination. The doctor has asserted that the ifs system was at fault for insufficiently insufflating the abdominal cavity. It should be noted that in the two days after the surgery, the medical center continued to use the subject device on multiple surgeries, where it performed safely and without incident.¿. Further assessment was requested but to date no further information is available. This report is being raised on the reported death of a patient.

Manufacturer narrative:
An evaluation of the returned device found no fault with the device. The unit was evaluated and met all specifications. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of (B)(4) complaint, regarding (B)(4) device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the operation of the device airseal ifs is reserved for medical staff with the relevant professional qualifications trained to use the device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created from an email received by our legal department. The device as-ifs1, airseal ifs, 110v, was used during a robotic salpingo-oophorectomy on (B)(6) 2024. The reporter stated ¿in the course of inserting an intuitive surgical extra-long trocar, she nicked the vena cava on insertion, apparently resulting in the patient¿s death by exsanguination. The doctor has asserted that the ifs system was at fault for insufficiently insufflating the abdominal cavity. It should be noted that in the two days after the surgery, the medical center continued to use the subject device on multiple surgeries, where it performed safely and without incident.¿. Further assessment was requested but to date no further information is available. This report is being raised on the reported death of a patient.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.